Event description:
It was reported that patient underwent total knee revision procedure on (B)(6) 2010 due to wear. Subsequently, radiographs taken by the surgeon on (B)(6) 2012 revealed the tibial tray is fractured. There has been no further revision reported to date.

Event description:
It was reported that patient underwent total knee revision procedure on (B)(6) 2010 due to wear. Subsequently, patient was revised on (B)(6) 2013 due to tibial plate fracture.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." The user facility was notified of the event. Should the user facility submit a medwatch report or additional information, biomet will forward a supplemental report to the FDA. This report is number 1 of 7 mdrs filed for the same patient (reference 1825034-2012-01507).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.